Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that the operator rec'd two system alarms during a routine hemodialysis treatment. The operator terminated treatment without rinseback as the blood in the cartridge circuit was believed to be clotted. This resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
No problem was found during testing and evaluation of the returned cycler. The reported alarms could not be duplicated. The exact cause of the system alarms is unknown. The reported blood loss has been attributed to rinseback not performed in a timely manner following the occurence of an unrecoverable alarm. Occasional alarms during treatment are expected. The user's guide states to discontinue treatment and rinseback the pt's blood if unable to resolve alarms promptly. There is no evidence of a device malfunction. A direct correlation between the reported blood loss and the nxstage system one cannot be established. Nxstage will continue to monitor this event as part of the routine complaint process.